Event description:
It was reported that the customer experienced a blood glucose (bg) level of 413 mg/dl. Cause of bg level was not known. Customer went to the emergency room with moderate ketones and was treated with manual injections and intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.